Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the surgeon identiifed that a piece of the lens optic had broken off, necessitating explantation of the rayone emv toric rao210t iol. The lens was explanted within the original surgery session and a back-up lens implanted successfully. The patient required sutures which will remain in the eye for 6 weeks causing additional astigmatism. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identiifes that resistance was felt by the surgeon as soon as injection was started. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". In accordance with the IFU, product usage should have been discontinued at the point resistance was felt. Continuing injection in this case, has likely resulted in the damage observed to the iol immediately following implantation of the iol into the eye.

Event description:
On 12th february 2024, rayner received notification from a healthcare facility in scotland of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye the optic was observed to be damaged, with a "chunk" reported to be missing.

Event description:
On 12th february 2024, rayner received notification from a healthcare facility in scotland of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye the optic was observed to be damaged, with a "chunk" reported to be missing.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the surgeon identiifed that a piece of the lens optic had broken off, necessitating explantation of the rayone emv toric rao210t iol. The lens was explanted within the original surgery session and a back-up lens implanted successfully. The patient required sutures which will remain in the eye for 6 weeks causing additional astigmatism. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identiifes that resistance was felt by the surgeon as soon as injection was started. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". In accordance with the IFU, product usage should have been discontinued at the point resistance was felt. Continuing injection in this case, has likely resulted in the damage observed to the iol immediately following implantation of the iol into the eye. The product inspection and testing performed confirms no fault of the rayner device.